Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department experiencing lightheadedness. The implantable pulse generator (ipg) had classified four episodes as supraventricular tachycardia (svt), however, the episodes appeared to be atrial fibrillation with rapid ventricular response. It was also noted the right atrial lead position check had failed about 10 weeks earlier. Consequent of the position check failure, atrial tachycardia/atrial fibrillation (at/af) therapies had been automatically disabled. The device and lead remain in use. No further patient complications have been reported as a result of this event.